Manufacturer narrative:
Additional information provided: b.5 & d.11. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a tpn infusion the set cracked and leaked between the filter on the long extension and the trifuse connection to the patient's central line catheter. The medium extension contained lipids and the short extension contained saline for meds. The infant was sleeping at the time of the event. Some blood leaked out and the tubing was changed. Tubing changes typically occur every 24 hours.

Manufacturer narrative:
Although requested, patent demographic details (dob, weight and diagnosis (b7) ) and product have not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿bd maxzero extension mz9270 was attached to a broviac on a nicu patient. The nurse noticed blood on the bed. The maxzero extension mz9270 tubing was cracked below the filter and blood was leaking out. The ma zero extension mz9270 tubing was swapped out. No untoward patient effect."